Event description:
Procedure: colectomy. The customer states: the staples didn't close perfectly during the operation leading to leaks. There was a complete disruption of the staple line. Re-operation for the pt on the fifth day resulting in colostomy.

Manufacturer narrative:
(B)(4).